Event description:
The tibial insert would not lock into the baseplate. Another insert was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery time.

Manufacturer narrative:
Summary of evaluation: evaluation results indicate the event is associated with intraoperative procedures.